Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed and no issues were observed. Data was extracted from returned sensor using approved software. Sensor was found to be in state 5 (indicating normal termination). The sensor plug was properly seated in the mount. The sensor plug was removed and the plug assembly was inspected, no issues observed. Sensor was reprogrammed. And sim vivo test was performed and results were within specification. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted. Section g1 was updated to reflect current adc contact information.

Event description:
Customer reported, being unable to test, due to a "replace sensor" message displayed. After (B)(6) days of wearing the adc freestyle libre sensor, customer experienced loss of consciousness. However, no medication was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported being unable to test due to a "replace sensor" message displayed after 8 days of wearing the adc freestyle libre sensor. Customer experienced loss of consciousness, however no medication was provided. There was no report of death or permanent impairment associated with this event.